Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they experienced low blood glucose level. Blood glucose level was 43 mg/dl at the time of incident. Customer was treated with graham crackers for the low blood glucose event. Customer stated that the insulin pump had button error alarm and none of the buttons were working. Customer stated that the time advanced in time clock. The insulin pump will not be returned for analysis.